Manufacturer narrative:
Follow up information (general questionnaire) received on 01-jul-2015: the physician reported that he did not place the essure devices. No further information was provided. Follow-up from 02-jul-2015: follow-up will no longer be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and instantly woke up in pain / extreme pain (seen as pelvic pain) and had been bleeding since procedure (could not quit bleeding) / hemorrhaged (seen as genital bleeding). On her right spring was sticking out, could feel it cutting in my stomach (seen as fallopian tube perforation). She has been opened up 3 times and they keep finding these metal pieces in side her (seen as device breakage). The consumer got essure removed and tubes cut out. She had many surgeries and they were still finding pieces embedded in her. These events are serious due medical importance and listed in the reference safety information for essure, except for the event device breakage which is listed according to technical analysis. In this case, given the positive temporal relationship and their nature, the reported events are assessed as related to essure use. Due to required intervention, this case is regarded as incident. Additionally, another serious event (can't think clearly) and other non-serious events were reported. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted in 2012. The consumer stated that she instantly woke up in pain and had been bleeding since procedure. She got essure removed and well tubes cut out. She received indermetros and had 4 surgeries and they were still finding pieces embedded in her. She could not quit bleeding. She stated that essure ruined her life and she (and her life) were getting weak. Follow up information received on (B)(6) 2015 from consumer: consumer stated that she woke up in extreme pain. She hemorrhaged for a year. She finally found a physician that believed her and he found out the springs were put in wrong. On her right side the spring was sticking out; she could feel it cutting in her stomach. When they went to take it out, they couldn't and had to give her a tubal ligation, she did not know the date. She no longer has the essure coils. She reported that when they did the cauterization and tubal ligation she was full of endometriosis. She did not have a family history of that and but she had c-sections, she never had endometriosis before. In the last 2 years, she has been opened up 3 times and they keep finding metal pieces inside her; she had so many surgeries she did not remember the dates. She stated that she was put on medications and can't think clearly (consumer did not provide any further information). She reported that she was still bleeding and not getting better. She was in extreme pain all the time and bleeding very badly, she was losing weight and getting weak. She was not able to work for 3-4 years. She stated that essure ruined her life and marriage. Follow-up received on (B)(6) 2015: product technical complaint investigation and final assessment were received: the bayer reference number for the ptc report is (B)(4). Final assessment: failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ptc case refers also to a device breakage as it was reported that pieces of the device were imbedded. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and instantly woke up in pain / extreme pain (seen as pelvic pain) and had been bleeding since procedure (could not quit bleeding) / hemorrhaged (seen as genital bleeding). On her right spring was sticking out, could feel it cutting in my stomach (seen as fallopian tube perforation). She has been opened up 3 times and they keep finding these metal pieces in side her (seen as device breakage). The consumer got essure removed and tubes cut out. She had many surgeries and they were still finding pieces embedded in her. These events are serious due medical importance and listed in the reference safety information for essure, except for the event device breakage which is listed according to technical analysis. In this case, given the positive temporal relationship and their nature, the reported events are assessed as related to essure use. Due to required intervention, this case is regarded as incident. Additionally, another serious event (can't think clearly) and other non-serious events were reported. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.